Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the 20ml precise syringe luer-lok¿ tip there was an issue with difficult plunger movement. There was no report of injury or medical intervention.

Manufacturer narrative:
One actual sample in open package was returned for investigation. The sample was subjected to plunger breakout and sustaining force test per test procedure (B)(4). Result showed breakout and sustaining force is within the product specification. Reviewed the DHR, routine silicon test and breakout & sustaining force test passed the product specification. The 1 actual sample passed the breakout & sustaining force test. Hence, root cause could not be determined.

Event description:
It was reported with the use of the 20ml precise syringe luer-lok tip there was an issue with difficult plunger movement. There was no report of injury or medical intervention.